Event description:
Inserting catheter dilators included in kit were bending, guide wires also bending. 2 kits opened and used, and finally a triple lumen catheter used for stronger dilator. After catheter finally placed and dr tunnelled the distal end of the catheter 6-8 inches of the catheter broke off. This required him to shorten the tunnel and leave a pigtail of half the normal length of 3 inches.